Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a magnet was applied to the cardiac resynchronization therapy defibrillator (crt-d) to suspend therapies and when the magnet was removed, there was no pacing observed from the crt-d as the physician expected. The device remains implanted in the patient. No patient complications have been reported as a result of this event.